Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg incision site leaked fluid approximately a week after implant. Due to patient concern, surgical intervention was undertaken on (B)(6) 2018 wherein the system was explanted as a precaution. It was noted during the procedure, there were no signs of infection; in addition, the ipg incision site looked clean and dry,